Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer¿s blood glucose level was unknown at the time of incident. The customer stated that the insulin pump heated up and causes burning or discoloration on the bottom of the insulin pump. The customer also stated that the battery of the insulin pump goes off. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specific range. Device was monitored and tested with no device heating up and low battery alert noted. Pump received with slightly corroded battery tube noted.